Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The product was damaged which was not mentioned by the reporter. The optic had scratches-rejectable. The optical resolution was acceptable; focal length reading equals a 24.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested.

Event description:
A surgeon reported that a pt was not satisfied with visual acuity following intraocular lens (iol) implant surgery. The iol was exchanged. Additional info has been requested.